Event description:
Caller reported a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, having experienced this issue multiple times, was sent a replacement pump by technical support, which included updated software. Technical support also provided instructions for handling the current pump and ensured that the customer understood these steps. The customer planned to continue using their current pump until the replacement arrived.